Event description:
It was reported that the pt, who was implanted on (B)(6) 2002, can no longer hear with his device since (B)(6) 2012. The hearing sensation was ok before the problem occurred. No accident or illness was reported. Testing in situ carried out on (B)(6) 2012 shows that the device has malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.